Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was yellow liquid inside the battery compartment. They had stored the insulin pump for about a month and when they were about to use it they noticed the moisture damage. The customer¿s blood glucose level was 359 mg/dl. Troubleshooting was performed. The o-ring was in place and free of debris. The battery cap was not damaged. They were advised to air dry the battery compartment and insert a new battery. The customer stated that the home screen did not appear on the display. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected during visual inspection. No moisture damage found on the electronic assembly, motor, or force sensor however, found corrosion inside of the battery tube during visual inspection. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.